Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device lock ring was broken. It was reported that the device broke and difficult to load. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur due to improper orientation of the lock ring or over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the reload could not be loaded onto the handle. The loading end of the reload was also broken. Another reload was opened to complete the case.